Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (50 mcg/ml at 12.007 mcg per day) and bupivacaine (20 mg/ml at 4.803 mg per day) via an implantable pump for spinal pain indications. It was reported that the patient reported loss of efficacy, and imaging was taken that showed the catheter tip came down a level and was right of midline. There were no known factors that may have led or contributed to the issue. 77.5 cm of the original 86.4 cm of spine segment was removed, and new 8782 spine segment was placed at c3 left of midline on (B)(6) 2022. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type : catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.